Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s reported via phone call for high blood glucose. Patient¿s blood glucose was 586 mg/dl. Customer states she keeps getting really high blood glucose and she keeps getting a no delivery alarm. Customer declined troubleshoot for high blood glucose. Explain customer that recurring no delivery alarms may be due to site, set or reservoir issues. Customer states the tubing is not bent or kinked. Customer did a complete set change, rotated the site, she tried everything a few times but still unable to resolve issue. Customer also got the no delivery with the prime. Insulin pump is expected to return for analysis.